Event description:
It was reported that the customer experienced intermittent occlusion alarms, which resulted in their blood glucose level being displayed as "high" on the cgm. The exact blood glucose value was unknown. The customer administered a correction injection via multiple daily injections (mdi) to manage their blood glucose level. Reportedly, the customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.